Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted blood visible on the balloon and on the hub, consistent with handling. The stent implant was returned dislodged from the balloon, confirming the reported information. The entire length of the stent implant was smashed. There were stretched distal struts on the first row of the stent. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the stent delivery system, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. In this case, it is possible the stent was inadvertently handled during preparation, resulting in the stent dislodging from the balloon. Further handling during packaging, handling and return to abbott vascular for analysis may have contributed to the noted stent damage. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no similar incidents reported for stent dislodgement for this lot. There is no indication of a lot specific product quality deficiency. In this case, a conclusive cause for the reported stent dislodgement could not be determined. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that the xience v stent dislodged from the balloon during preparation of the device. There was no patient involvement. A new xience v was used to complete the procedure. There was no significant delay in procedure. No additional information was provided.